Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint as the temperatures during production and quality testing did not exceed pds-8019 requirement. The returned attachment was tested by manufacturing personnel and did not meet production specification for leak, cap removal and sheath rotation specification criteria. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 33.5°c and 29.8°c under load testing with coolant spray on. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Both bearings were detached from the set assembly. Bur end bearing outer race was stuck inside the head cavity. Both bearing retainers looked good with no evidence of wear. Cap and head cavities and set components looked dry. Minor debris was observed inside cap cavity. Some corrosion was seen on the head-tail assembly. Slight wear was observed on the cap button and pusher. There is a possibility that at some point this two mechanism created heat when coming into contact at the field but this couldn't be confirmed during testing as all temperatures were within the specification.

Event description:
In this event, a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.